Event description:
Procedure type: hip replacement. According to the reporter seven patients had the same reported condition: there was wound dehiscence at the suture line between two and eight days post-operatively. There was no sign of the suture along the subcutaneous line after the dehiscence. The wound had increased fluid and swelling. The patient's hospital stay was extended due to the reported condition.

Manufacturer narrative:
Caprosyn is a short term absorbable suture, and according to the IFU retains 50-60% of usp strength at 5 days and 20-30% strength of usp at 10 days. It should not be used where extended approximation of tissue is required.